Manufacturer narrative:
It was reported that the screw was damaged. Visual evaluation identified that the screw had been damaged. However, without the return of the complaint device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion. The reported event is confirmed based on the investigation of the returned picture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a acl/pcl repair, the screw rolled and could not be used. The device was removed and the case was completed by using a different device as the surgeon switch to another surgical technique,